Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Decreased visual acuity is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2016. The inlay was explanted on (B)(6) 2017 in order to address decreased best corrected distance visual acuity (bcdva) from 20/20 (preoperatively) to 20/50. Post explant, bcdva improved to 20/25+.